Event description:
It was reported the device broke and leaked blood during use. No patient injury reported. 2/2 (see (B)(4) for all attachments) two occurrences. The plastic part broke and leaked blood, the product was discarded at the hospital, lot unknown.